Event description:
Discordant, falsely elevated potassium (k), creatinine (crea) and urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician. The patient was transferred to the parent hospital and treated based on the falsely elevated k result. There was no information available regarding what type of treatment the patient received. The initial discordant k, crea and bun results were questioned after the patient underwent treatment. The patient was redrawn at the hospital and the k, crea and bun sample resulted lower. The original patient sample was retrieved and repeated six hours later. There were no other reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k, crea and bun results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant results was unknown. The fse determined that there was no indication of reagent delivery issues based on the result monitors. Further review of the data for this complaint suggests this incident is sample specific due to poor sample quality and the presence of fibrin or gel containing k rich cellular components specifically red cells, platelets, or buffy coat material in the sample. The data suggests the falsely elevated bun and crea results were also impacted by the presence of gel in the plasma portion of the sample. The fse also determined that the laboratory centrifuges specimens at 3700 rpms (2200 g) for 10 minutes and is not compliant with bd tube manufacturer's instructions for use (IFU) requirements of 1300 g for 10 minutes. The fse recommended that the customer follow the tube manufacturer's IFU for centrifugation as described in the vista v-lyte IFU. Based on the radius of the centrifuge, the rpms should not exceed 2900 rpm. The instrument is performing within specifications. Further evaluation of the device is not required.